Manufacturer narrative:
Unique identifier (UDI) # (device identifier): the heartmate 3 lvas was implanted during (B)(6). FDA approval for heartmate 3 lvas was received on 23 august 2017. The same device is used commercially and in (B)(6). (B)(4). Approximate age of device ¿ 7 months. The patient remains ongoing on lvad support. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2017. It was reported that on (B)(6) 2017, low flow alarms sounded and the patient reported feeling week. The patient presented to the emergency department and reported having had dark stools for a couple of weeks prior. The patient was found to be anemic with a hemoglobin of 6.8g/dl and hematocrit of 21%. One unit of packed red blood cells (prbcs) was transfused and the patient was admitted. Later in the day, the patient experienced a syncopal episode while in the bathroom and was described as being diaphoretic and cool and with profound weakness. The patient did not fall. Doppler blood pressure was 98mmhg. A drop in pump speed was noted during the event. The patient was given a bolus of normal saline and was transferred to the intensive care unit for close monitoring. Another unit of prbcs was transfused and the symptoms reportedly resolved shortly after. Log file review by the manufacturers technical services representative noted pulsatility index events with the associated speed drop but no other events, indicating the event was likely related to the patient''s condition; no atypical events were observed. On (B)(6) 2017 the patient¿s hemoglobin and hematocrit continued to be low at 6.5g/dl and 20.4% respectively. The patient was transfused with another unit of prbcs, was evaluated by the gastroenterology service, and was started on a protonix infusion. On (B)(6) 2017, the patient reported feeling dizzy and lightheaded. Doppler blood pressure was 78mmhg and another bolus of normal saline and another unit of prbcs was given after which the symptoms resolved. On (B)(6) 2017 the patient received another unit of prbcs and underwent an esophagogastroduodenoscopy (egd). The egd did not identify a source of the bleeding. The pateint¿s hemoglobin and hematocrit remained stable following the egd and until (B)(6) 2017, when the laboratory values dropped to 6.8g/dl and 21.5%. The patient was transfused with another unit of prbcs and was then discharged to home. The gi bleeding reportedly resolved on (B)(6) 2017. The patient was on aspirin and warfarin at the time of the events. The site of bleeding remained unknown. The patient received a total of 6 units of prbcs during the admission. No additional information was provided.

Manufacturer narrative:
The report of low flow events can be confirmed based on the submitted system controller log file; however, a specific cause for the events and for the gastrointestinal (gi) bleeding could not be conclusively determined. On (B)(6) 2017, the patient reported to the emergency department with hemoglobin was 6.8. The patient was transfused 1 u packed red blood cells (prbcs) and was admitted to the hospital for anemia. The system controller log file from the time of admission contained approximately 4 hours of data, spanning from (B)(6) 2017 08:46:59 to (B)(6) 2017 12:24:00, which captured numerous low flow and pi events. Per design, when the flow value is calculated at less than 2.5 lpm, a low flow status is posted to the log file. A 10-second delay is imposed between the detection of the low flow status and the activation of the associated audio and visual indicators on the system controller. Several of the events lasted over 10 seconds, and low flow alarms were flagged. Besides these events, the device appeared to be operating as expected at the set speed of 5300 rpms. Bleeding is listed in the instructions for use as a potential adverse event that may be associated with the use of heartmate 3 left ventricular assist system. A review of the device history records revealed the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.